Manufacturer narrative:
A ge rep evaluated the system and adjusted the output for proper dosage. System operates as intended.

Event description:
Customer reported the output dosage is too high. No pt injury was reported.